Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that the software froze, causing a delay in obtaining a patient result. The customer shut down the instrument and restarted it. The sample was then repeated and resulted as expected. The ccc specialist offered to dispatch service to the customer site, but the customer declined. The customer stated that this was an isolated issue where the software froze and a restart resolved the issue. The cause of the delay in reporting the patient result was due to an isolated software issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an immulite 1000 instrument stated that the software froze while testing an intraoperative patient sample for one patient for the turbo intact parathyroid hormone (turbo ipth) method. The customer obtained the sample from a patient undergoing the surgery. After shutting down the instrument and restarting, the customer repeated the patient sample, which resulted as expected and was reported. The delay in reporting turbo ipth result did not impact the patient's surgery or care. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting the patient result.